Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to design. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer s reported problem were found during the review of service and repair records.

Event description:
It was reported that a smiths medical pump will not power on, main pcb. No adverse patient effects were reported.